Event description:
It was reported that the programmer's analyzer had a communication error. The caller was advised to return the analyzer to service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the analyzer failed incoming functional testing. The analyzer was found out of electrical specification. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the analyzer would not communicate with the programmer; attempted with multiple programmers and got the same error. The analyzer was returned.